Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling. Imaging review: one (1) fluoroscopic still image was provided. Two fully deployed clips can be visualized indicating the image was taken post deployment of the second clip. Per the reported incident details, the first clip reported for cowl was implanted on the medial aspect and the second clip (not reported issue), was implanted lateral to the first clip. Therefore, the bottom clip in the image (medial aspect) is the incident device and appears to have an arm angle of ~30° - 35°. This is consistent with the incident details that reported the post deployment clip arm angle "was roughly 25 degrees and opened to 30 degrees". No pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), if and/or by how much the clip opened prior to mechanical separation. The reported post deployment cowl cannot be confirmed since no pre-deployment cine was provided. There are no other observations based on the image provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), an anterior mitral leaflet (aml) that was redundant and thick, posterior leaflet segment 2 (p2) ruptured chorda, and p2 broad prolapse for a mitraclip procedure. There were no issues during device preparation. The first clip was able to get a good grasp of both leaflets. Prior to deployment the arm positioner was in the neutral position. It was noted in fluoroscopy that the clip appeared wider in the locked position. After deployment, the clip arm angle appeared wide, but no different than the pre-deployment clip arm angle on fluoroscopy. The physician believed that the clip arm angle appeared wider on the echocardiogram. Per the physician, the clip arm angle was roughly 25 degrees and opened to 30 degrees. The clip possibly opened due to the thickened aml and remained stable. Another clip was implanted lateral to the first, as planned. The mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.